Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of cervical radiculopathy. It was reported that the patient was in overdischarge. The rep stated that the patient's battery was going to be replaced. The purpose of the call was to confirm how to check impedances prior to replacement. It was reviewed to use the multi lead trialing cable or the wireless external neurostimulator to test impedances since the device is in overdischarge. No further complications were reported or anticipated. The leads will be tested and the ins will be replaced as the healthcare provider (hcp) has planned to do so. No further complications were reported or anticipated. No symptoms were reported.